Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auxiliary o2 tubing was reconnected to resolve the issue. No patient information provided to date after calls to customer (B)(6)2022 and (B)(6)2022 . Date of device manufacture year is 2006x. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction of the auxiliary o2 flowmeter during a case resulting in a loss of auxiliary o2. The patient was switched to another source of o2 and case completed. There was no patient injury.